Manufacturer narrative:
The indicator subject of the reported event is manufactured by steris. The capital equipment in which the indicator was processed in is a getinge sterilizer. The user facility stated that the capital equipment is fine and was operating to specifications. The user facility stated that the cycle tapes for the processing cycle that the instrument was run in evidenced that the cycle completed successfully; no issues were noted. It is the hospital's process to wrap each instrument individually with an indicator. The indicator was stuck to a laryngoscope blade and when the instrument was being used in the patient's mouth the indicator had become detached. If user facility had contacted steris when the indicator was not found in the pack, steris would have advised the hospital to reprocess the instrument. In addition, user facility personnel did not check to see if the indicator was present in the wrap or to evaluate to see if the indictor evidenced passing results. The instructions for use state: "examine the verify integrating indicator to determine that the dark bar has passed the red fail area and reached the green pass area. This is your assurance that sterilizing conditions have been met." Steris is scheduled to perform in-service training on the proper use and operating of the indicator.

Event description:
The user facility reported that during a patient procedure an indicator was observed to be in a patient's mouth. No adverse effects reported.